Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-611-7 serial/batch number (B)(6) was received for investigation. No functional testing was performed as it doesn't apply to this device. A visual evaluation revealed that the tip of the device was broken off. The most likely cause(s) of the reported failure is the instrument's wear and tear from repetitive use and reprocessing. Instrument manufacturing date 2017.

Event description:
On 09/18/2024, a sales representative reported via sems-(B)(4) that an ar-611-7 ibalance uka tibial trialing shim was broken while testing the leg in flexion. All fragments were retrieved from the patient. There was no case delay. The case was completed with the surgeon tensioning the knee with "feel" instead of a 2mm stick. There were no adverse effects on the patient. This was discovered during a uka procedure on (B)(6) 2024, with no patient harm reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.